Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (<20 mg/dl) and 87 mg/dl. No serious injury reported. Requested return of suspect device and replacement was sent.